Manufacturer narrative:
Unit passed the displacement test, selftest, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error alarm or pump error alarm noted. Motor was tested outside device and passed, however pump error alarm found in the pump history. Problem isolated to electronic assemblies. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they clear the alarm and finish process. Customer was performed self test, high pressure test and displacement verification test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.